Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the patient became hypotensive. The patient was treated with a dopamine drip. One day postprocedure, the dopamine was discontinued. Two days postprocedure, the patient was discharged to home with orders to take oral pseudoephedrine. The physician note states, "baroreceptor dysfunction". Although requested, there is no additional information available.

Manufacturer narrative:
Study report. The stent remains in the patient. The lot number was provided. Hypotension is a known potential adverse effect associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.